Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise which led to inappropriate mode switches. The device was reprogrammed. The patient would continue to be monitored.